Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was unknown. Customer will be returned device for analysis.

Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to not able to download. Device also received with cracked case(battery tube) and cracked case near belt clip rail corner.